Manufacturer narrative:
If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system passed away due to an infection. The device system was implanted approximately two months prior. There were no reported allegations that the infection was contributed by the device or implant. A request was sent to the field representative for additional information, but no further information has been provided.